Event description:
It was reported during a procedure, the tip of the frag-loc driver broke when the surgeon was implanting either the screw or the sleeve. This issue prolonged the procedure by only 30 seconds, and the procedure was completed using a 1.5 driver for the 2.3 distal screws and continued usage of the frag-loc driver "somehow." Regarding it there were any adverse patient consequences, the response received was "unknown." This report is related to report number 3025141-2023-00057 for the driver involved in this event.

Manufacturer narrative:
Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. The device was not returned for evaluation. Based on the information received, the root cause could not be determined.